Event description:
A hospital in (B)(6) reported, via a distributor, that an mr290v humidification chamber overfilled during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) - method: the returned mr290v humidification chamber was visually inspected for dents and inverted to check for the movement of the floats. It was also performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: a small dent was found in the aluminum base of the chamber. Crazing was also visible on the aluminum base. When the chamber was inverted, both the primary and secondary floats remained held to the aluminum base. When connected to a water feed bag, the water level in the chamber exceeded the maximum fill line and continued to rise until it flowed out of the chamber ports. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. Our investigation indicated that both the primary and the secondary floats were not operating correctly resulting to overfilling of the chamber. The reported fault was confirmed and most likely due to the chamber being dropped before patient use. The small dent observed in the aluminum base indicates an impact and is consistent with the damage usually associated with overfilling of the chamber. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. (B)(4).